Manufacturer narrative:
The blade subject to this MDR was not returned to the manufacturer for evaluation, it was discarded. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a total knee replacement procedure, the tip of the blade broke and split into three pieces. It was also reported that the broken pieces did not fall into the surgical site. It was further reported another blade was readily available and the event did not result in a procedural delay.